Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). The device was returned for analysis. Returned product consisted of a direxion micro-catheter. The device showed no damage on the shaft upon examination. The outer diameter (od) of the direxion catheter was measured on the led micrometer. The maximum od that was measured was .0385. Visual inspection of the catheter shaft revealed a broken shaft. The break was located at 30cm from the hub. The shaft was not completely separated the inner liner was intact. Inspection of the remainder of the device, revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The reported information indicates the direxion micro-catheter was used with a glide catheter with an ID of .038; therefore, there is an indication of a compatibility issue. As per product dfu: "the direxion fathom-16 system micro-catheter is maximum od of .039." (B)(4).

Event description:
Reportable based on device analysis completed on 03-aug-2018. It was reported that the catheter became stuck in the glide catheter. The target lesion was located in the radial artery. A direxion hi-flo fathom-16 system was selected for use. During procedure, the direxion microcatheter was advanced into the target lesion through an unspecified 4fr glide catheter after gaining access into the patient. However, the direxion microcatheter became stuck half way through the glide catheter. The microcatheter was then pulled out form the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient did great. However, device analysis revealed a broken shaft.